Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had critical pump error. The customer¿s blood glucose level was 250 mg/dl at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error (open book image) not found during testing. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime test, basic occlusion test, occlusion test, force sensor test, and the displacement test. (B)(4).